Event description:
It was reported that balloon rupture occurred. A 2.25mm x 12mm nc emerge balloon was advanced to dilate an in-stent restenosis of a non-boston scientific device. However, during the first inflation, the balloon ruptured. The device was removed and another 2.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, after being inflated, the balloon ruptured. The device was removed without any problem and the procedure was completed successfully with a different device. There were no patient complications nor injuries reported.